Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed, and product found to be in good condition. Event history log review was performed and found no evidence of reported problem. Visual inspection and accuracy testing were performed. The customer's reported problem was not confirmed. During the investigation, results of the accuracy test were within specification and didn't substantiate the customer's complaint. No problem found. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that a smiths cadd-legacy® 1 pump failed the accuracy testing by under delivering by 10.3%. There was no patient involvement.